Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported by the patient¿s spouse that the patient did not receive a shock at the time of death. They believe the patient should have received therapy; and therefore, the implantable cardioverter defibrillator (ICD) system contributed to the patient¿s death. The patient¿s spouse reported the death certificate gave the cause of death as heart attack.